Event description:
According to the reporter, when the devices were powered on during a daily test, the displays blanked.

Manufacturer narrative:
H1: the initial medwatch report was reported as a malfunction in error because the discrepancy will not occur when the device is used in clinical situation. H6: in an evaluation of the devices, physio-control observed that if one of the device's batteries is low during the high voltage test in "autotest" mode, the device will reset and one screen of display is superimposed over another. Info regarding proper battery maintenance and replacement was reviewed with the customer and the units returned to the customer for use.